Event description:
It was reported that patients implantable pulse generator (ipg) was sticking out.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 19555410/19549330.

Event description:
It was reported that patients implantable pulse generator (ipg) was sticking out. Additional information received that patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return.